Event description:
It was reported the customer was receiving a button error alarm. The customer requested to have their sensor replaced. Customer's blood glucose was 3.2 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.